Event description:
It was reported, the patient experienced a shocking or jolting sensation in her back. The patient further reported noticing the shocking "around (B)(6) 2012." It was noted that the patient's device was explanted for this reason. It was reported the patient's leads were "pulled down" during the device explant procedure. The patient reported "not using the therapy for 5-6 months" prior to the explant procedure. It was noted the patient's therapy "worked good" following the new device implant.

Event description:
It was further reported that the patient's implantable neurostimulator "it was not working properly".

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3 7752 lot# serial# (B)(4), product type recharger product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. It was reported that the device and the lead moved and ¿they couldn¿t find one of the leads. The patient had to have three to four surgeries three or four years prior to the report because of the lead migration and had a ¿plate¿ inserted in her spine to secure the lead.